Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in signal loss to the ilet while the cgm itself was otherwise functional. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no medical intervention. User support included troubleshooting and education, including sensor type toggling and re-entry of the sensor code followed by a pairing wait period. Investigation of this case revealed that the connection was restored during the call, the glucose data displayed on the ilet, and no device malfunction of the pump or sensor was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity interruption resolved through standard reconnection steps.